Event description:
Patient reported that after he took out the catheter that his groin was swollen, red, hot and painful. Inguinal hernia surgery was performed in 2007 at surgical center.

Manufacturer narrative:
Eval summary: the device involved in this incident has not been received for evaluation. Without the actual product, part number or lot code, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.